Manufacturer narrative:
This customer reported that they disagreed with the shock advisory algorithm decision. We are considering this as a malfunction based on the customer report only. We do not yet know if the device was a factor in the patient outcome. A follow-up report will be submitted after phillips obtains more info about this event.

Event description:
This customer reported that they disagreed with the shock advisory algorithm decision. We are considering this as a malfunction based on the customer report only. We do not yet know if the device was a factor in the pt outcome.